Event description:
In 2009 at approximately 0430, pt was found on the floor, lying on back with head and upper body pinned under bed. Pt assessed and was absent of vital signs. Pt was a "do not resuscitate". Police and deputy medical examiner investigated incident. Investigation is still ongoing. Medical examiner initially concluded bed was lowered intentionally by pt on self using bed remote. Possibility has been raised that pt may have somehow laid on remote, and activated the bed downward.